Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 10 unspecified bd nexiva¿ diffusics¿ closed IV catheter systems leaked during use, and 15 catheters had issues with infiltration/extravasation. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of leakage (10), hematomas (15), infiltration / extravasation (15), needle through catheter (3), and no / reduced flow of IV fluid (15)". "Additional information related to leakage: "decreased flow". Additional information related to hematoma: "removed catheter". Additional information related to infiltration / extravasation: "no medication administered". Additional information related to needle through catheter: "no medication administered". Additional information related to no / reduced flow of IV fluid: "no medication administered"".

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history record review could not be performed because a model or lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that 10 unspecified bd nexiva¿ diffusics¿ closed IV catheter systems leaked during use, and 15 catheters had issues with infiltration/extravasation. The following information was provided by the initial reporter: "it was reported via post market survey that the clinician encountered occurrences of leakage (10), hematomas (15), infiltration / extravasation (15), needle through catheter (3), and no / reduced flow of IV fluid (15)". "Additional information related to leakage: "decreased flow" additional information related to hematoma: "removed catheter" additional information related to infiltration / extravasation: "no medication administered". Additional information related to needle through catheter: "no medication administerd" additional information related to no / reduced flow of IV fluid: "no medication administerd"". .